Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600544 chronic catheter allegedly experienced material puncture/hole. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient was (B)(6) kg.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600544 chronic catheter allegedly experienced material puncture/hole. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 6 year old female patient was 21 kg.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned for evaluation. The investigation is currently underway. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned for evaluation. The investigation of the returned device was confirmed for split on the lumen. Based on the available information, a definitive root cause of the event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600544 chronic catheter allegedly experienced material puncture/hole. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 6 year old female patient was 21 kg.